Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information via a journal article review, that the patient with an insignia pacemaker, implanted 4 years earlier for complete heart block with syncope, was admitted to the hospital due to dizzy spells and recurrence of syncopal attacks over the previous 3 month period. The focus of the study was to evaluate the cause of the asystole and why did the first symptoms only appeared 3 years after pacemaker implantation. Follow-up with the journal author was successful at attaining the involved model/serial, at which time an internal system search, confirmed no previous complaint file. The author concluded by stating the findings from this single sample population study, were unusual. The device has since been explanted; however, not returned for analysis. No further patient specific information was provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.